Event description:
It was reported that during an unknown procedure, the clips were ejected from the instrument upon firing. Surgeon used single clips to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.